Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during peritoneal dialysis therapy. The care giver (cg) stated that the transfer set came disconnected from the patient line of the homechoice cassette while the patient was sleeping which led to the alarm. The renal therapy services agent assisted with ending the therapy and advised to start over with new supplies. The cg was instructed to cycle the power on the machine to clear the alarm. The transfer set was replaced after this event. There was no patient injury or medical intervention associated with this event. No additional information is available.